Event description:
It was reported that, the product would not hold air/remain inflated upon use. There was no physical damage or patient neglect noticed, only the product(s) allowing only low pressure reading on the pressure gauge, not allowing the mattress to maintain inflation for proper use.

Manufacturer narrative:
It was reported that the product would not hold air/remain inflated upon use. There was no physical damage or patient neglect noticed, only the product(s) allowing only low pressure reading on the pressure gauge, not allowing the mattress to maintain inflation for proper use. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.